Event description:
The patient stimulator implant seemed to stop working roughly six months to a year after initial implant in 2002.

Manufacturer narrative:
Concomitant products: product ID: 3886, lot# j0206648v, implanted: (B)(6) 2002, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type: extension. (B)(4).